Event description:
The clinician reported that nearly five and a half months after the dental implant was placed, in ada site# 6 of the patient's mouth, failure of implant was observed. Type iii bone was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced pain, fistula, swelling, bleeding and inflammation at the time of failure, no further complications were observed.